Manufacturer narrative:
Concomitant medical products: 6947m lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead pacing impedances involving lv2 were high and undefined, and there was no capture. Lv4 was programmed instead and the lead remained implanted. One day after the implant procedure, the lead was reprogrammed from lv4 to lv1, but then an alert triggered for undefined impedance. It was noted the impedance issues were positional and it was noted by the physician that the lead may in the pericardium and "pulling back" at times, plus an x-ray showed the lead pin may not be fully inserted in the device header. The lead was reprogrammed back to lv4 and was functioning appropriately, so the physician plans to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.